Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting by using a different charging cable, but the issue persisted. Technical support decided to send a replacement tandem cable and wall adapter. If the pump battery depleted before receiving the new charging supplies, the customer would switch to multiple daily injections.